Event description:
Customer reported oxygen (o2) sensor reading incorrectly. No pt involvement. Covidien inspected the device and replaced the o2 sensor. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).